Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was found at home and emergency medical services (ems) externally shocked patient. On arrival to emergency department (ed), merlin on demand (mod) was performed. Patient had three unsuccessful shocks from device. Patient had CT scan, history of stroke and was admitted to ICU. Programming changes were made. Patients potassium was critically low, refused medications and eating due to nausea for more than three months. Device remains implanted. Patient is stable and recovering.